Event description:
It was reported that the customer experienced a past blood glucose (bg) level in the low 50s mg/dl; cause was unknown. Customer consumed carbohydrates to address bg level. Reportedly, the customer reverted to an alternate method of insulin therapy.